Event description:
Hydro-surg plus laparoscopic irrigator suction was running without the motor, so the fluid was going in and they weren't able to control it, so they had to get rid of it and get a new one. Dates of use: (B)(6) 2018. Diagnosis or reason for use: robotic assisted total hysterectomy, bilateral salpingo-ooph.